Event description:
It was reported that during a stereotactic biopsy target was selected and the needle was advanced into the breast and pre-fire location and images were acquired. The doctor then fired the needle to the target location by 2cm. On firing, the biopsy needle detached from the handpiece. The needle was no longer attached to its guide and the xy and z positions could no longer be verified. On visual inspection, the needle was in the anterior breast and away from chest wall/any critical structures. Patient was doing fine. The needle was slowly retracted, attached back to the holder. Repeat imaging was performed, and a new xyz coordinate were obtained. The needle was then manually advanced without utilizing the firing mechanism by user. The needle was documented to be at the correct xyz position manual and the biopsy was successfully performed. Additional clarification was provided that the driver detached from fire forward which caused the unintended movement of the needle. There was no reported patient injury.

Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stereotactic biopsy target was selected and the needle was advanced into the breast and pre-fire location and images were acquired. The doctor then fired the needle to the target location by 2cm. On firing, the biopsy needle detached from the handpiece. The needle was no longer attached to its guide and the xy and z positions could no longer be verified. On visual inspection, the needle was in the anterior breast and away from chest wall/any critical structures. Patient was doing fine. The needle was slowly retracted, attached back to the holder. Repeat imaging was performed, and a new xyz coordinate were obtained. The needle was then manually advanced without utilizing the firing mechanism by user. The needle was documented to be at the correct xyz position manual and the biopsy was successfully performed. Additional clarification was provided that the driver detached from fire forward which caused the unintended movement of the needle. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or videos were provided for review. Therefore, the investigation is inconclusive for the alleged issue as no objective evidence was provided for review. A definitive root cause for the reported detachment of the driver from fire forward/ unintended movement issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.